Event description:
It was reported that the patients ipg was dead and had reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.